Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 85112, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 1.6945 inches from the tip of the catheter. The sheath distal tip was intact, no fracture, or breakage was noticed. There was no teflon delamination noticed at the tip of the flexcath shaft. The sheath tip tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal. Functional testing of the sheath showed that the deflection did not work as per specification due to the kink on the shaft. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.